Event description:
The customer reported that the monitor is not showing correct leads. When trying to switch leads, unit powered down twice. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the monitor is not showing correct leads. When trying to switch leads, unit powered down twice. There was no reported adverse pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.